Manufacturer narrative:
Continuation of d10: model esbf2814c103e stent graft; etlw1616c82e stent graft; etlw1616c93e stent graft implanted: (B)(6) 2016; dtma1q1 crtd; 407645 lead implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced extracardiac stimulation caused by the left ventricular (lv) lead. It was noted that lv lead pacing was initially programmed off. The lead was programmed back on and the patient had extracardiac stimulation even at lower outputs and was uncomfortable. It was also noted that the lead information in the patient information tab was not accurate. The lead information was updated, and the lead was programmed back off and remains implanted. No further patient complications have been reported as a result of this event.